Event description:
Endo clip¿ iii 5 mm single use clip applier would not open or close and would catch. A new one was open, and the faulty one was saved and given to the general coordinator. The reference number is 176630, the expiration is 10/31/2026.